Event description:
Ous MDR - after an implantation time of about 6 weeks, lead dislodgement was reported. The lead was repeatedly replaced during a follow-up and it was suspected that the screw mechanism is no longer intact. The patient's health was not reported to have worsened.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead was checked visually, mechanically, and electrically during the analysis. During the mechanical inspection, the mandrin could not be correctly inserted into the lumen of the lead. The further analysis showed remains of coagulated blood on the inner conductor helix, which prevented a complete advance of the mandrin and could have impaired the functionality of the active fixation. These coagulated blood remains probably have their origin in the lead implantation. During the thorough analysis, no deviations from the technical specifications could be found that could be related to the clinical complaint. The lead showed no anomalies. In summary, remains of coagulated blood were noted on the inner conductor helix. There were no indications of material defects or manufacturing errors.